Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the customer used a non-tandem syringe to load 50 units of insulin at a time into the cartridge; total of approximately 300 units. Tandem technical support advised the customer regarding labeling instructions. Blood glucose level was 117 mg/dl. The cartridge was reloaded successfully and insulin delivery was resumed.